Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced leakage, cracks, and microchannel issues. The following information was provided by the initial reporter: complaint 2 of 4 leaks on the alaris IV set 0.2 micron filter, typically with tpn. Cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. Tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. Over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced leakage, cracks, and microchannel issues. The following information was provided by the initial reporter: complaint 2 of 4 ¿ leaks on the alaris IV set 0.2 micron filter, typically with tpn. ¿ cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. ¿ tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. ¿ over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.

Manufacturer narrative:
Correction: MDR pr# 1972548 is being cancelled because it is being opened under related complaint pr# (B)(4). This MDR is therefore a duplicate and will be cancelled.